Event description:
It was reported that the patient's both leads migrated. As a result, surgical intervention was undertaken wherein both leads were replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.